Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments at 10.5 centimeters (cm) from the is-1 terminal pin. Visual observation noted that the rs leg of the terminal segment showed the insulation torn apart and the coils were stretched, set screw marks were noted on all terminal connectors and drag marks were observed on the is-1 terminal ring. The damage was noted to be consistent with induced damage during explant. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the reported observations.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information was received that this lead subsequently exhibited intermittent sensing. An invasive procedure was performed. The lead and device were successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements less than 20 ohms. Additional information indicated that the patient has not been brought in for testing at this time. No adverse patient effects were reported.